Event description:
Caller reported that pump became "hot to touch," which resulted in a temperature alarm being recorded. Despite the alarm, there was no adverse impact to the customer's blood glucose level. The customer continued using the current pump without interruption.